Manufacturer narrative:
The evaluation and repair of this ventilator has not yet begun. Covidien reference # (B)(4).

Event description:
It was reported by a customer in the USA that, an 840 ventilator was inoperable. Although requested, the customer was unable to provide info regarding pt involvement.